Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The patient was leaking. The patient increased her stim and now she has stopped leaking. Event date: (B)(6) 2016. The patient noted they had never got their ID card and interstim - therapy guide. Indications for use were noted as: fecal incontinence/ gastrointestinal/pelvic floor .